Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Blood glucose value at the time of incident is unknown. The customer stated they cleared the alarm and requested help getting back into auto mode. It was found that the auto mode was turned off. Troubleshooting for the button error alarm was not performed. The insulin pump will not be returned for analysis.